Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was reported that the customer came home drunk and his mother checked his blood glucose. The customer's blood glucose reading was 23.0 mmol/l. The customer's mother programmed a bolus, and the insulin pump alarmed no delivery. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.